Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was hard to articulate. The staff reseated the instrument and sterile adapter and no change. The staff installed another instrument and there was no change. The staff put that same instrument on another universal surgical manipulator (usm) and it worked normally. The technical support engineer (tse) asked staff to re-drape usm 2, however the staff decided not to do so at the time. The staff planned to re-drape usm 2 at the end of the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but not replicated during failure analysis. The unit was tested in-house and successfully engaged and recognized multiple combination of sterile adapters and instruments during normal mode. All carriage gearbox and presence pins actuated properly with no issue. The unit also passed engagement dashboard, carriage lissajous, sensors check, carriage switches, carriage strength, sine cycle, fan test, fiber test, brake test and all friction tests on patient side cart (psc) fixture test platform (pftp). There was no problem found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.